Event description:
(B)(6) MDR - after an implantation period of about 23 months, shock impedance values > 150 ohm were reported. The lead was capped and left in situ. At the same time of this complaint, we were also informed that due to oversensing of the same lead, the sensing part of this lead was already capped back in (B)(6) 2014. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The fu recordings you provided have been carefully analysed and the observation regarding the shock impedance can be confirmed. The shock impedance trend curve shows intermittent out-of-range measurements since around (B)(6) 2015. The x-ray images from (B)(6) 2010 (time of implantation) and (B)(6) 2015 have been analysed and compared. No anomalies could be detected. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.